Manufacturer narrative:
H6: 2017 - failure to follow steps/instructions. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In this case, it was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath, only one device was used, and the sheath was upsized to less than or equal to 8.5f. Per proglide instructions for use (IFU) for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the reported IFU violation was not determined to have contributed to the reported difficulties. The investigation was unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to interventional carotid stenosis procedure. Reportedly, the knot came out of the vessel when the device was completely removed they became entangled between both sutures. The sheath was upsized to less than 8.5f and the procedure was completed. Hemostasis was achieved with manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.